Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device was implanted on (B)(6) 2005. On the previous follow-up on (B)(6) 2015, it was programmed in ddd mode with ventricular pacing amplitude at 2.5v with a pulse width of 0,35 ms. The displayed residual longevity at that time was 23 months +/- 1 month with a battery impedance of 4.37kohm at a magnet rate 94min-1. However, on the follow-up of (B)(6) 2016, the recommended replacement time (previously known as eri) was reached: battery impedance around 15,07kohm with a magnet rate at 73min-1. The ventricular spontaneous rhythm was found slightly above 30min-1. The device was most certainly operating in vvi mode at 70min-1 with ventricular outputs: 5.0 v at 0,5 ms. Therefore, the ventricular pacing amplitude was reprogrammed to 2.5v at 0.5ms at this end of the follow-up. A replacement of the subject device was scheduled. Investigation is required to explain the unexpected battery depletion between the previous follow-up and the event day.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2016. Preliminary analysis of the provided programmer files showed that normal battery depletion had occured.

Event description:
The subject device was implanted on (B)(6) 2005. On the previous follow-up on february 09th, 2015, it was programmed in ddd mode with ventricular pacing amplitude at 2.5v with a pulse width of 0,35 ms. The displayed residual longevity at that time was 23 months +/- 1 month with a battery impedance of 4.37kohm at a magnet rate 94min-1. However, on the follow-up of february 16th, 2016, the recommended replacement time (previously known as eri) was reached: battery impedance around 15,07kohm with a magnet rate at 73min-1. The ventricular spontaneous rhythm was found slightly above 30min-1. The device was most certainly operating in vvi mode at 70min-1 with ventricular outputs: 5.0 v at 0,5 ms. Therefore, the ventricular pacing amplitude was reprogrammed to 2.5v at 0.5ms at this end of the follow-up. A replacement of the subject device was scheduled. Investigation is required to explain the unexpected battery depletion between the previous follow-up and the event day.

Event description:
The subject device was implanted on (B)(6) 2005. On the previous follow-up on (B)(6) 2015, it was programmed in ddd mode with ventricular pacing amplitude at 2.5v with a pulse width of 0,35 ms. The displayed residual longevity at that time was 23 months +/- 1 month with a battery impedance of 4.37kohm at a magnet rate 94min-1. However, on the follow-up of (B)(6) 2016, the recommended replacement time (previously known as eri) was reached: battery impedance around 15,07kohm with a magnet rate at 73min-1. The ventricular spontaneous rhythm was found slightly above 30min-1. The device was most certainly operating in vvi mode at 70min-1 with ventricular outputs: 5.0 v at 0,5 ms. Therefore, the ventricular pacing amplitude was reprogrammed to 2.5v at 0.5ms at this end of the follow-up. A replacement of the subject device was scheduled. Investigation is required to explain the unexpected battery depletion between the previous follow-up and the event day.